Event description:
Philips received a complaint on the v60 ventilator indicating that the system was down due to a 100a (vent-inop: data acquisition (da) printed circuit board assembly (pcba) adc reference failed) error code. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was a rental unit and the da pcba adc failed alarm message appeared on the screen during patient transport. Alternate ventilation was used for the patient and the customer confirmed that there was no harm. The customer was advised by the rse that the unit needed service and should not be placed back in use. The customer then called back the next day for further remote troubleshooting from an rse. The customer biomedical engineer (bme) advised that the deice had a second-generation da to motor controller (mc) cable installed. The bme confirmed that the power management (pm) pcba voltages were within specification. The bme then confirmed that the mc pcba retaining bracket was installed. The rse advised the customer to perform the following troubleshooting steps in order: verify 3.3v in diagnostics, verify 2.5v reference on da pcba, replace the da pcba to mc pcba cable, replace the da pcba, replace pm pcba, and replace the central processing unit (cpu). The bme stated to the rse that the unit has been run for 24 hours without being able to reproduce the problem. The customer was advised to replace the da pcba to mc pcba cable. In a good faith effort (gfe) response from the bme received, it was confirmed that only the da pcba to mc pcba cable was ordered. The part was replaced, and the error could not be duplicated. The device was confirmed to be fully functional and ready for patient use. The bme could not provide the diagnostic report (drpt) and could only remember that there were no errors prior to the 100a error code appearing. The bme also did not have the patient information available.